Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 300 units. The customer had not tested blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.